Manufacturer narrative:
Two samples were provided to our quality team for investigation. Both samples were tested for leakage with no leakage observed. The reported defect was not identified in the samples received, so no corrective action is required at this time. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material # 301073. Batch # unknown. It was reported that the bd syringe 3ml ll bns had leakage past the stopper. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. According to the facility, ¿upon using a xxx custom pain kit, the 3ml syringe being used by the surgeon leaked medication past the plunger when injecting into the patient. The surgeon had to draw up more medication using a new syringe so the patient would have a full dose of the medication. Item - 301073. Complaint number(s): (B)(4), additional information provided: 1. Could you please provide the exact event dates for complaint numbers (B)(4) in the format (mm-dd-yyyy)?....12/2/2024 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event for complaint numbers (B)(4) ¿.n/a. 3. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label for complaint numbers (B)(4)?... Medline industries, lp. Attn: (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.